Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via online post from the medtronic social media team that the customer suffered high blood glucose levels. Her blood glucose at the time of incident was 600 mg/dl. She stated that the port site has twisted and that it wasn't lined to give her insulin. She changed her infusion set and after four hours her sugar was still 354 mg/dl. She reports feeling fatigue and frustration. The customer was advised to send a private message to a medtronic representative with her contact information, so he can have a member of the 24-hour helpline team call her for troubleshooting. No products were returned or shipped.